Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation within the microcatheter. For further examination, the pipeline flex delivery system was then pushed out of the microcatheter without issues. The distal end, the middle section and the proximal end of the pipeline braid were found fully opened with no damage. Based on the customer¿s photos, the clinical observation was confirmed. The cause for the reported experience could not be determined as the received pipeline braid was found fully opened with no damage. The possible cause of the middle section not opening could be a combination of device design, patient anatomy, and physician technique. Per our instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Do not use the pipeline flex embolization device in vessel diameters that are larger than the labeled diameter. Select an appropriately sized pipeline flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device may result in inadequate device placement, incomplete opening, or migration.¿ all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of an aneurysm located in the internal carotid artery the middle segment of the device did not open as the patient had severe vessel tortuosity. It was reported that the initial measurement was wrong as the size of the vessel was larger. The device was deployed in the m1 and pulled, the device partially opened down to the planned location approximately 5-7 mm distal to the aneurysm. The device opened slowly and the physician resheathed to bring the sleeves in the right position. As the physician continued with the deployment the aneurysm was covered however the aneurysm was on a strong curve and the physician was unable to open the device. The physician removed the complete system and continued the procedure using another flow-diversion device. No patient injury was reported.